Manufacturer narrative:
Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling:

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned thyroid results for 1 patient tested for elecsys tsh assay (tsh), elecsys ft4 iii (ft4 iii), elecsys ft4 ii assay (ft4 ii), elecsys ft3 iii (ft3 iii) and elecsys anti-tshr immunoassay (anti-tshr). The patient has high ft3 iii, ft4 ii, ft4 iii and anti-tshr results with very low tsh results by the roche method. The ft4, ft3 and tsh results from the abbott method are normal. The customer suspects an interference in the patient sample affecting the roche results. Refer to the associated medwatches with the following patient identifiers: (B)(6). Refer to attached data titled "patient results" for the patient results. It is not known if erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The anti-tshr results were run on a cobas e 411 immunoassay analyzer. It is not known which roche instrument the other assays were run on.